Manufacturer narrative:
Investigation summary: discrepant patient results generated using a cell-dyn 1800 analyzer. The customer noticed that patient results were discrepant and stopped reporting out results. There was no treatment or delay in treatment due to incorrect results. A customer technical advocate (cta) verified controls with the customer. The customer stated that she was new to the lab and had no training on the system. She requested a field service representative (fsr) to correct issues. An fsr visited in 2007 and found the hgb flow cell reading was out of range. Fsr ran precision, recalibrated instrument, verified with control that instrument was performing as expected. The fsr also trained the operator. The previous operator, who had training, had left the doctor's office. The fsr observed that the qc was being run into the wrong qc file. The customer was trained by the fsr in qc procedures. Calibration procedure and maintenance procedures. The operator's manual provides information on operation (section 3 and section 5), quality control-use of qc files; (section 11); calibration procedures (section 6), maintenance (section 9) and troubleshooting (section 10). Trending: a review of complaint reports, for the period january 2007 through july 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01 for issues with low hgb results on patients or training of operators. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev m section 3: principles of operation: section 5: operating instructions: section 6: calibration procedure section 9: service and maintenance section 10: troubleshooting and diagnostics section 11: quality control. Conclusion: the device was evaluated and it was determined that calibration was needed for the hemoglobin factor. The operator was running qc into wrong file; operator untrained in use of system. User error contributed to the event in that the operator had inadequate training in the use of the device. No impact to patient management was reported. This is the final report. End of report.

Event description:
The customer states that the cell-dyn 1800 analyzer generated a discrepant patient result for hemoglobin. The initial hemoglobin was 8.8 g/dl and a reference lab obtained a hemoglobin value of 13.0 g/dl. No impact to patient management was reported. The customer requested service.